Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of 810:04 was confirmed during review of the event history log. The assignable cause was a faulty pump head module (phm). The phm was replaced to correct the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This issue has been escalated to CAPA.

Event description:
During baxter's review of the event history for another report, it was discovered that failure code 810:04 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information. The user interface module master software version is 5.09.90, categorized as remediated.